Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The patient was treated with injection (inj.) Vancomycin (2 g every 5 days, route not reported), inj. Tobramycin (40g, once daily, route not reported) and inj. Heparin (dose, frequency and route not reported) for the event. Treatment was reported to be ongoing and it was unknown if the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested and was not available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as in (B)(4).